Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5348a704 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the blue tip of the probe detached and fell into the patient's mouth during oral care. Several attempts were made to find it, using x-ray, gastroscope, and bronch end scope. After an hour, the piece was located in the back of the patient's palate and removed. No injury to patient reported.

Manufacturer narrative:
One used sample was received without original packaging. The sample was received with the blue suction tip in place at the end of the tube. The suction tip could be easily removed. It was not bonded to the tubing. There was no visible evidence of solvent bond on either of the components. The reported event was confirmed with a manufacturing related root cause. Corrective actions have already been initiated to prevent recurrence. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).